Event description:
It was reported that when a ventilator was first switched on, there was a burning smell coming out of the ventilator. Further investigation by the customer indicated that a component from the power distribution board was burned. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the power distribution printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.